Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon reamed and impacted a 48 cup. The surgeon then manually impacted a 50 cup because the array had been removed and noted that the patients bone quality was very soft. There was a case delay of approximately 30 minutes. The surgeon like the final positioning. The case was successful and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding loose cup, involving sw- rio upgrade pka 2.5.6.1 tha 2.1.1, catalog: 209231 was reported. Method & results: device history review:not performed as the reported device is software. System serial number was not provided. Complaint history: based on the device identification (pn 209231) the complaint databases were reviewed from 2011 to present for similar reported events regarding a loose cup. There were no other reported events for the listed catalog number. Conclusions: the session data from the case were reviewed. An analysis of the system results and CT scan quality/segmentation was completed. Based on the results of the system verification values, the system acted as intended. It is possible that the bone quality could have contributed to the need for a larger cup, however that is not evaluated by the system.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon reamed and impacted a 48 cup. The surgeon then manually impacted a 50 cup because the array had been removed and noted that the patients bone quality was very soft. There was a case delay of approximately 30 minutes. The surgeon like the final positioning. The case was successful and there was no harm to the patient.